Manufacturer narrative:
(B)(4) (abnormal liver enzymes). (B)(4).

Event description:
Per the reporter, "the pump was not working" and the pt underwent a revision surgery. Per manufacturer device registration, a catheter replacement was performed (B)(6) 2010. Since the revision the pt's liver enzymes have increased from 500 to 700. The pump delivered lioresal. Additional information has been requested, but was not available as of the date of this report.